Manufacturer narrative:
Analysis of the implantable neurostimulator found the battery had a reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that there was premature implantable neurostimulator (ins) battery depletion and return of symptoms. The rep also reported that they were having to recharge 24/7 in order to use the ins and they felt that the battery was getting hotter than normal during charging sessions. There were no known factors that might have led or contributed to the issues. It was noted that the programming was still effective, so it was not changed but the reported issues were not resolved at the time of the report; surgical intervention was planned. There were no further complications reported or anticipated.

Manufacturer narrative:
Device returned but analysis is incomplete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient was referred for replacement. The replacement was scheduled for (B)(6)2019. No further complications were reported.